Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was reading from a prior dexcom g7 sensor after the patient started a new sensor in the g7 app, resulting in discordant cgm values between the ilet and the g7 app until a sensor change was entered on the ilet, after which the patient experienced hyperglycemia. Symptoms included hyperglycemia. Outcomes included no long-term impairment. Investigation included a review of device history, complaint history, and technical support records, as well as attempts to obtain additional information from the reporter. Investigation of this case revealed a failure of cgm pairing/update on the ilet until the sensor change was manually entered, with no evidence of device malfunction beyond use-related workflow and no evidence of an alert/alarm issue. It was concluded that the event was related to use of the system with an uncleared sensor transition on the ilet, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.